Event description:
Information received a smiths medical cadd legacy 6500 pump alarmed cassette not attached during precheck. The consumer was able to switch to another pump and is requesting replacement pump for the malfunctioned pump as it alarmed " no disposable, clamped tubing." No patient injury.